Event description:
The customer reported that a decitabine 37mg/100ml infused faster than intended.

Manufacturer narrative:
The customer¿s report of an over infusion of decitabine was not confirmed. Physical inspection during an onsite visit to the customer found that the membrane frame was a non-carefusion part made by elite biomedical solutions. Log analysis of the pump module shows on (B)(6) 2015 at 5:18pm, the pcu was powered on and the source pump module device was attached as channel a seconds later. At 5:20pm the source pump module was programmed using guardrails drugs for decitabine using a custom concentration. The user entered a drug amount of 37mg, diluent volume of 110ml, and a bsa of 1.3m2. During programming a hard guardrails alert occurred due to the dose of 28.4615mg/m2 exceeding the limit of 25.5mg/m2. The user selected yes to reprogram. A short time later the user reprogrammed the device for the drug decitabine. The user entered a bsa of 1.8m2, a drug amount of 37mg (dose=20.56 mg/m2), and a duration of 00:60 (hh:mm). The user started the infusion a short time later which began infusing at a rate of 110ml/hr with a vtbi of 110ml. At 5:44pm and air-in-line alarm occurred. At 5:48pm the user powered off the pump module. The total volume infused for the decitabine was calculated to be 44.111ml. The root cause of the customer¿s report of an over infusion is suspected to be due to the use of a 3rd party membrane frame.

Manufacturer narrative:
The customer requests event log review. The event logs have not been received. A follow up report will be submitted with evaluation results should the logs be received for evaluation.